Event description:
Reportedly the surgical procedure was on the left knee. The bovie was set at 60cut. Patient was grounded on the left upper lateral thigh. Bovie "tip" flamed during procedure after removal from knee joint. The pencil was removed and replaced during procedure. There was no report of pt injury or burn.